Event description:
It was reported that during placement of a PICC line, when removing the introducer sheath, the peel away portion broke and remained inside the patient. The broken piece was retrieved and removed by the radiologist with scissors and tweezers. There was no additional complication or patient death reported.

Manufacturer narrative:
Qn#(B)(4). Additional information: this product is not sold in the us. The 510k# provided is for a similar product that is sold in the us.